Event description:
It was reported the bed exit alarm on a centrella bed did not trigger and the patient fell. It was reported the patient ¿initiated a call¿ through the facility's non-baxter call light system (outside vendor), and ¿while that call was active, the patient got out of bed and fell¿. The bed exit alerted at the bedside, and that there was an activation of lights outside of the room, along with an alert to the phone call light; however, the bed exit call ¿was not able to ring to the phone due to the initial call being activated¿. The patient sustained a subdural hematoma and was transferred to a higher level of neurosurgery monitoring. No additional intervention was required. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.